Event description:
It was reported that episodes of noise were observed on both atrial and ventricular leads. The patient was using a tea kettle at the time of the episodes. Emi was suspected. The patient is stable and not device dependent. Patient will be followed up routinely. Lead remains implanted.